Event description:
The manufacturer received information alleging a ventilator was continuously alarming for a low pressure condition. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the tubing from the porting block to the sensor board was found to be disconnected from the sensor board. The tubing was reconnected to the sensor board to address the issue.